Event description:
A visual inspection revealed that the cannula has become detached from the injection electrode, and x-ray imaging revealed that the injection electrode had approximately half the adhesive length when compared to the control units.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.with all the available information, boston scientific concludes that the event of the black coating coming off of the electrode, the cannula of the electrode becoming detached was confirmed based on device analysis. A review of the manufacturing documentation for this device was unable to be performed as the serial number is unknown.a visual inspection revealed that the cannula has become detached from the injection electrode, and x-ray imaging revealed that the injection electrode had approximately half the adhesive length when compared to the control units. Analysis of the injection electrode revealed that the cannula of the electrode had become detached due to inadequate adhesive. Engineers concluded that the inadequate adhesive was due to the adhesive-filling and curing steps required during the manufacturing process not being adequately followed and was therefore a manufacturing deficiency. All applicable product builders were made aware of the event, and the procedure was reviewed by all applicable product builders to heighten awareness of the requirements outlined in this manufacturing process.